Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See scanned pages.

Event description:
The customer stated she was hospitalized for diabetic ketoacidosis. No blood glucose reading was reported. The customer reported getting no delivery alarms prior to the event and stated she changed the infusion set every day but she did not give a manual injection. Troubleshooting was performed, and the insulin pump was programmed correctly. Nothing further was reported.